Event description:
"The device works but the blades do not move. No pt injured. The event led to increase the surgery time (unk for how long)." Additional clinical info was requested; not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.